Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign -(B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that when trying use the device, the device releases all the pressure from between device and hose (hose connection). They tried with another hose, but the device would not run. The event took place during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that in the or they were starting to use the dermatome. However, when connecting the air hose to the handpiece they noticed that the device released all the pressurized air from between handpiece and hose. They changed the hose and the same thing happened again. They they changed the dermatome handpiece with its own hose and it worked perfectly. The first handpiece was not in touch with the patient no harm occurred. Delay of 20-30 min occurred. No additional unplanned skin graft was needed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(4). Was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4). Prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from hus jorvi hospital that a dermatome would release all the pressure from between the device and the hose. The customer returned a zimmer air dermatome, serial number (B)(4). , for evaluation. Evaluation of the device on(B)(6) 2019 noted that the swivel on the device did not move as intended and that the motor was defective. Upon further evaluation, the technician found that there was corrosion, that the control bar was not in the correct position, and that the device was out of side to side calibration at the zero setting. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing multiple bearings, screws, the swivel, seal, retaining ring, e-rings, the reciprocating arm, and the motor as well as recalibrating the device. The technician then tested and verified that the dermatome was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a malfunctioning motor that did not move and corrosion on multiple components, which would allow air to move through the device without generating any movement on the reciprocating arm and give the appearance that the device is not holding pressure, it cannot be determined from the information provided as to what caused the corrosion and the failure with the motor. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.